Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #01 MFR report:3005168196-2019-02416 1. Section g. Box 3. Report source results: the pet lock was intact on the proximal end of its pusher assembly. The pusher assembly was kinked approximately 109.0 and 137.0 cm from its proximal end. The embolization coil was intact with its pusher assembly. The pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. Conclusions: evaluation of the returned smart coil revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock and the pusher assembly was kinked. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be experienced during advancement and damage such as a kink may occur. During the functional test, the smart coil was re-sheath correctly from its returned position. However, resistance was encountered as the introducer sheath was advanced over the kinks in the pusher assembly, and the introducer sheath could not be advanced any further. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the cerebral artery using penumbra smart coils (smart coils), non-penumbra microcatheter and, non-penumbra coils. During the procedure, the physician placed five non-penumbra coils in the target vessel. While advancing a smart coil, it became stuck at the distal tip of the introducer sheath. The smart coil was then pushed against resistance and its end became bent; therefore, the smart coil was removed. The procedure was completed using a new smart coil and the same microcatheter. There was no report of an adverse effect to the patient.